Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that upon receipt at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that upon receipt at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.